Event description:
It was reported that the event occurred when a hole in the balloon was observed by the md when attempting to use it. As a result, the device was removed. There was no report of pt death or injury. No medical surgical/intervention was required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.